Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not present) error message was confirmed during the archive data review but not during the initial functional testing. However, was confirmed during the lifeband clip detect switch inspection. The root cause for the user advisory (ua) 12 was due to the switch lever being non-parallel to the switch likely due to mishandling of the platform such as a drop. During the visual inspection, unrelated to the reported complaint, noticed one of the head restraints was cut from the top cover of the platform, likely attributed to mishandling. The head restraint wire could have been cut to free the patient from the platform or the user could have been lifting the platform by holding the head restraints. The cut or damaged head restraint does not render the autopulse platform non-functional. The top cover needs to be replaced to address the reported damage. Also, unrelated to the reported complaint, a cracked front, and bottom enclosures and a bent battery lock and battery cable were observed on the platform. These physical damages are likely due to user mishandling, such as a drop. The front and bottom enclosures, battery lock, and battery cable were replaced to address these issues. During functional testing, user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message displayed upon power on the device, unrelated to the reported complaint. The load cell characterization test revealed that the load cells are over-reporting. The cracked covers and defective load cells were likely attributed to mishandling such as a drop. The archive data was reviewed and contained user advisory (ua) 12 error message on the reported event date, thus confirming the reported complaint. The lifeband clip detect switch inspection shows that the switch lever was not able to close and not parallel to the switch case resulting in user advisory (ua) 12 error as expected. The readjustment of the switch lever and verification using a standard belt test clip aid was performed to address the user advisory (ua) 12 error. Also, the archive data show the presence of the user advisory (ua) 07 error message, unrelated to the reported complaint. The defective load cells were replaced to remedy the fault. Upon further testing, unrelated to the reported complaint, noticed a sticky clutch. The clutch was replaced to address the observed issue. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with a serial number (B)(4).

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not detected) error message. No patient involvement.